Event description:
Healthcare professional (hcp) reported that patient "developed a t-cell reaction" after injection in lip with [unspecified] juvéderm® volift¿ and in right (cheek), left (nasolabial fold) with [unspecified] juvéderm® voluma¿. Patient was injected two months ago and "developed swelling in ck1 (cheek) and tear trough after 6 weeks (tear trough was not treated). The swelling on the cheek then developed into a small lump." The doctor treated the region of the cheek with hylase and everything was resolved within 24 hours. Now the patient has come back with a t-cell granuloma starting left at the nasolabial fold, which was also treated with voluma and also has a slight hardening of the lip, which was treated with volift". Biopsy was not provided. Symptoms ongoing/unresolved. This record relates pt1 injected with [unspecified] juvéderm® voluma¿. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-49672). This emdr is being submitted for the suspect product, pt1 injected with [unspecified] juvéderm® voluma¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.